Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: customer returned (1) loose 3/10cc, 8mm syringe. Customer states that the needle hub separated and stayed inside shield and shield was difficult to remove. The returned syringe was tested to determine the shield removal forces (specs: shield removal force for 3/10cc after sterilization: 0.85-5.95 lbs.). The shield removal force was measured as 4.96 lbs., which falls within specifications. Also, the hub-needle assembly did not separate from the barrel when the shield was removed. A review of the device history record was completed for batch# 9324120. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that syringe 0.3ml 31ga 8mm 10bag 500 wal needle hub separated during use. The following information was provided by the initial reporter: material no. (B)(6) batch no. 9324120. It was reported that needle hub separated and stayed inside shield and shield was difficult to remove.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.3ml 31ga 8mm 10bag 500 wal needle hub separated during use. The following information was provided by the initial reporter: material no. 328512 batch no. 9324120. It was reported that needle hub separated and stayed inside shield and shield was difficult to remove.